Event description:
It was reported that the patient started cooling around 7am on the arctic sun device. The patient had been around 33c most of the day, but now the baby feels warm to the touch. The water was at 38c. The device was in cooling phase with a target of 33.5c. The patient was at 34.3c and water was 22c and decreasing. Earlier they had the rectal probe in temperature port 1, but then swapped the axillary probe to temperature 1. Now they moved the rectal probe back to temperature port 1. Mis suggested nurse leaving the rectal probe as temperature port 1 as axillary temperature was not a true core temperature. Mis suggested confirming rectal probe placement. The device appeared to be functioning properly now. It appeared the change in temperature had to do with changing temperature port 1 back and forth between rectal and axillary.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient started cooling around 7am on the arctic sun device. The patient had been around 33c most of the day, but now the baby feels warm to the touch. The water was at 38c. The device was in cooling phase with a target of 33.5c. The patient was at 34.3c and water was 22c and decreasing. Earlier they had the rectal probe in temperature port 1, but then swapped the axillary probe to temperature 1. Now they moved the rectal probe back to temperature port 1. Mis suggested nurse leaving the rectal probe as temperature port 1 as axillary temperature was not a true core temperature. Mis suggested confirming rectal probe placement. The device appeared to be functioning properly now. It appeared the change in temperature had to do with changing temperature port 1 back and forth between rectal and axillary.